Manufacturer narrative:
The complained device is not available for return. Should the device become available on a future date, this complaint will be reopened for investigation. All available information has been provided at this time. Date of report/ date received by manufacturer: 05sept2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: unknown. Lot unknown, UDI is unavailable. This report is for unknown t4 screwdriver shaft/unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t4 screwdriver shaft tip broke while inserting a screw during an open reduction internal fixation (orif) of the right thumb on (B)(6) 2017. The screwdriver was reportedly from a synthes 1.5mm variable angle hand instrument and implant field equipment set. There was another device available for the surgeon to complete the procedure. The rest of the surgery was uneventful with no surgical time delay reported. The procedure was completed successfully without patient harm. The patient status was stable. No additional information is available. This complaint involves 1 part. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for (B)(4).